Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the loosely folded balloon, in the inflation lumen and no contrast visible, which is consistent with balloon inflation and a leak or rupture inside the patient anatomy. An attempt was made to pressurize the balloon, when it was observed fluid was coming out from a tear in the outer member 6.3 centimeters proximal to the proximal balloon seal, for a length .5 millimeters. There were multiple scratches in the outer member at the tear, for a length of 1 mm. A cut was made to the shaft 5 mm distal to the tear in outer member. A flushing tool was inserted in the inflation lumen at the proximal end of the cut. A new indeflator filled with water, was then attached to the flushing tool and used to pressurize the balloon to rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. There was no damage noted during the inspection prior to use and no leaks reported during catheter preparation which may suggest that the outer member was not previously damaged; therefore, this suggests that a product deficiency did not contribute to the difficulties experienced. In this case, the outer member of the catheter was most likely torn from interaction with the patient anatomy (moderate calcification) and/or accessory devices during advancement (several scratches at the tear were observed) and thereby contributed to the reported inflation issue. Based on the information provided and the returned product analysis, the reported inflation issue was most likely related to the operational context of the procedure. There is no indication of a product quality deficiency. To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp). A review of the finished product lot history record revealed no nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for this lot.

Event description:
It was reported that the lesion was in the moderately calcified, 1st obtuse marginal of the circumflex and was 85% stenosed. A 2.25 x 8 mm xience prime stent was implanted successfully at the lesion. An attempt was then made to post-dilate the stent with the 3.5 x 12 mm nc trek; however, when pressure was applied, the balloon would only inflate to 10 atmospheres; however, no leaks were noted in the shaft or balloon during inflation. No resistance was reported during advancement or retraction of the balloon catheter from the patient. A new 3.5 x 8 mm nc trek was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: abbott. Sheath: jj. Stent: xience prime 2.25 x 28 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.